Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a no delivery alarm. The customer changed the site and only delivers two units of insulin then it alarms. The customer's blood glucose was 179mg/dl. The customer stated the pump alarmed during manual prime.